Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with symptomatic anemia (hemoglobin 6.0) and melena in the setting of coumadin (international normalized ratio (inr) 1.7); no aspirin therapy due to previous gastrointestinal bleeding. Two units of blood were transfused. Endoscopic evaluation included egd/enteroscopy and colonoscopy, where a single colonic avm was identified and treated with clips. Heparin to coumadin bridging was completed prior to discharge; no aspirin.

Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with symptomatic anemia (hemoglobin 6.0) and melena in the setting of coumadin (international normalized ratio (inr) 1.7); no aspirin therapy due to previous gastrointestinal bleeding. Two units of blood were transfused. Endoscopic evaluation included egd/enteroscopy and colonoscopy, where a single colonic avm was identified and treated with clips. Heparin to coumadin bridging was completed prior to discharge; no aspirin.